Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor that did not infuse. This occurred before patient use. The infusor was filled with an unknown volume of desferrioxamine 1500mg in 40ml sodium chloride 0.9%. The infusor was taken out of the refrigerator 5 hours prior to removing the cap and no flow was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured april 15, 2016 - april 18, 2016. The device was received for evaluation with fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed, flow was not observed from the device. Microscopic inspection of the flow restrictor revealed that the cause of the condition was due to micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. The cause of the air bubbles could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.